Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited varying impedance and noise oversensing causing inappropriate mode switch. The reported lead was explanted and replaced on 7 nov 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise oversensing and varying low pacing impedance were confirmed. As received, a complete lead was returned in two pieces for analysis. Visual examination found an external insulation abrasion breaching the outer insulation and all filars of the outer coil, consistent with friction to device can. The cause of the reported events of noise oversensing and varying low pacing impedance were isolated to the abrasion of the lead consistent with friction to device can.